Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported the handpiece stopped working in sculpt mode of a cataract procedure. The handpiece was replaced to complete the case. There was no harm to the patient.

Manufacturer narrative:
The customer called because the phaco handpiece stopped working during a case and they initiated a preventive maintenance. The phaco hand piece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on june 24, 2015. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on january 14, 2009. Phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual related defects. A functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5minutes on 100%torsional and ultrasound power. Functionally the handpiece passes all tests with no problems found. The phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).